Manufacturer narrative:
Per additional information received, the broken piece was left in the patient. As such, this event is now determined to be a serious injury. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during surgery, the device neither cut nor coagulated. The device was disconnected, and the doctor began to use it manually; however, the hook broke inside the knee, prompting a search for the fragment. It was not possible to retrieve the broken tip from the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during surgery, the device neither cut nor coagulated. The device was disconnected, and the doctor began to use it manually; however, the hook broke inside the knee, prompting a search for the fragment. It was reported that there was no patient impact, no medical intervention required, and no adverse consequences.